Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6)); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n3k2532y); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic pancreaticoduodenectomy, after resecting the pancreas with pulse fire, the jaws could no longer be opened, and the device locked on tissue. To resolve the issue, a manual adapter tool was used. There was no problem with the staple line, and at that time, the display showed the staple completion screen. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unload switch was at the home position and there was no damage to the adapter. Functionally, the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the gen2 acc software and the strain gauge was responsive. The adapter had 47 of 50 procedures remaining. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there were calibration turns errors an d articulation calibration errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.